Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an nc euphora rx balloon catheter to treat a lesion located in the proximal ramus. The target lesion was moderately tortuous, severely calcified with 99% stenosis. No damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected, with no issues found. Negative prep was also performed with no issues encountered. The lesion was not pre-dilated. It was reported that detachment of the balloon catheter occurred inside the guide catheter during advancement through guide catheter. Resistance was not encountered when advancing the device but excessive force was used during delivery. The device was not kinked and re-straightened during use. The stent did not pass through a previously deployed stent. The detached portion was removed with the 6f guide catheter. The balloon and guide catheter were both removed together. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the hypotube had detached 84.8 cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Numerous kinks were evident on the hypotube proximal and distal to the detachment site. Slight deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.